Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket was not recognized to refill. A technical support specialist (tss) reviewed the issue related to medication orders and observed that when an order contained two pharmacy or treatment component segments, the system ignored the medication item defined in the pharmacy encoded order segment, which prevented order removal if the item was not listed in the facility formulary. The tss further identified that certain component medications did not map correctly to a defined strength in the facility formulary and advised verifying the medication identification and unit of measure alignment, including proper configuration of base units and conversion factors in the dispensing system settings. Additionally, the tss determined that fractional dosing orders required the split allowed option to be enabled at the facility formulary level, and once this setting was enabled, the order could be removed without resending it. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, screen was grayed out with prompt of not available when trying to pull medicine for patient, the medicine was stocked in pyxis, but it was not recognizing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.